Event description:
It was reported that the locking bridge of the elevation driver broke off and the serial number is no longer readable. There is no patient involvement.

Manufacturer narrative:
H11: as the serial number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.